Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had blood back. This was the second unit used during the treatment. This unit was using an already used catheter from a previous machine with gas loss and signs of blood back. Patient died while on this unit at 7:30 am on the next day.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, e1(postal code), g3, g6, h2, h11. Corrected fields - d10.

Event description:
N/a

Manufacturer narrative:
Updated fields - b2, b4, d9, e1(initial reporter, telephone, email), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and replaced pim (0997-00-1178) due to blood back. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a